Manufacturer narrative:
Investigation summary: it was reported that the outer barrel is damaged. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with no packaging flow wrap. There are two pieces of plastic next to the syringes that are from the syringe barrel flanges. A device history record review was completed for provided material number 306595, lot number 0302922. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed, but without a physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 45 bd posiflush¿ normal saline syringe barrels were damaged. The following information was provided by the initial reporter, translated from chinese to english: "flush--the outer barrel is damaged."